Event description:
One pt with discrepant total psa results. Initial result, 2008, 0.003 ng/ml. First repeat, the same day, 0.002 ng/ml. Second repeat the next day, 0.690 ng/ml. No adverse event reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.